Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of coil inside uterus/device breakage/broken piece of right coil inside uterus') and device expulsion ('migration/ migration of essure device: uterus/broken piece of coil inside uterus') in a 28-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, antiphospholipid syndrome, lupus syndrome, rheumatoid arthritis, transient ischemic attacks, heart murmur, deep vein thrombosis, asthma, urine incontinence, vaginal itching, lightheadedness, shortness of breath, mucous discharge, urinary tract infection, pyelonephritis, dysplasia, chlamydial infection, gallbladder removal, migraine, facial paralysis, dysarthria, tubal ligation, fuzzy head, cardiolipin antibody positive, dizziness, tooth infection, pain head, chest pain, difficulty in walking, removal of kidney stone, bilateral hydronephrosis, spontaneous abortion ((B)(6)-2004) and vaginal delivery (2001, (B)(6) 2005). Concurrent conditions included headache, epigastric pain, numbness of upper extremities, paraesthesia upper limb, clumsiness, fever, back pain, blood in urine, hematuria, myalgia, arthralgia, localised itching, rash, mood swings, fatigue, dyspareunia, cold intolerance, tendency to bruise easily, seasonal allergy and nausea. Concomitant products included warfarin for antiphospholipid syndrome, transient ischemic attacks and deep vein thrombosis, salbutamol (albuterol hfa) for asthma, losartan for hypertension and heart murmur, lisinopril for hypertension and transient ischemic attacks, chloroquine for lupus erythematosus and rheumatoid arthritis as well as cefalexin monohydrate (keflex), enoxaparin sodium (lovenox hp), gabapentin (neurontin), lorazepam (ativan), macrogol 3350 (dulcolax balance), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2006 to (B)(6) 2007, nsaids from (B)(6) 2007 to (B)(6) 2011, omeprazole, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2011, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram ER), venlafaxine hydrochloride (effexor) and warfarin sodium (coumadine). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psych injury / psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded.. Pathology test - on (B)(6) 2011: diagnosis: uterus and bilateral fallopian tubes, excision serosa: without histopathologic alteration, bilateral fallopian tubes: vascular congestion,. Pregnancy test - on (B)(6) 2010: pregnancy test also was negative. Ultrasound scan - on (B)(6) 2011: endometrium 7.3 mm, right and left. Essure, extending into the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, abdominal pain, pelvic pain, dyspareunia, menorrhagia and vaginal hemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿extension of expected date of next report.¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and pelvic pain ("physical pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, migration she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury, migration were added. Suspect product stop date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of coil inside uterus/device breakage/broken piece of right coil inside uterus') and device expulsion ('migration/ migration of essure device: uterus/broken piece of coil inside uterus') in a 28-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, antiphospholipid syndrome, lupus syndrome, rheumatoid arthritis, transient ischemic attacks, heart murmur, deep vein thrombosis, asthma, urine incontinence, vaginal itching, lightheadedness, shortness of breath, mucous discharge, urinary tract infection, pyelonephritis, dysplasia, chlamydial infection, gallbladder removal, migraine, facial paralysis, dysarthria, tubal ligation, fuzzy head, cardiolipin antibody positive, dizziness, tooth infection, pain head, chest pain, difficulty in walking, removal of kidney stone, bilateral hydronephrosis, spontaneous abortion (feb-2004) and vaginal delivery (2001, may-2005). Concurrent conditions included headache, epigastric pain, numbness of upper extremities, paraesthesia upper limb, clumsiness, fever, back pain, blood in urine, hematuria, myalgia, arthralgia, localised itching, rash, mood swings, fatigue, dyspareunia, cold intolerance, tendency to bruise easily, seasonal allergy and nausea. Concomitant products included warfarin for antiphospholipid syndrome, transient ischemic attacks and deep vein thrombosis, salbutamol (albuterol hfa) for asthma, losartan for hypertension and heart murmur, lisinopril for hypertension and transient ischemic attacks, chloroquine for lupus erythematosus and rheumatoid arthritis as well as cefalexin monohydrate (keflex), enoxaparin sodium (lovenox hp), gabapentin (neurontin), lorazepam (ativan), macrogol 3350 (dulcolax balance), minerals nos;vitamins nos (prenatal vitamins) from july 2006 to may 2007, nsaids from may 2007 to december 2011, omeprazole, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen) from may 2007 to december 2011, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram ER), venlafaxine hydrochloride (effexor) and warfarin sodium (coumadine). On (B)(6) 2007, the patient had essure (ess205) inserted. In october 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2007, the patient experienced depression ("psych injury / psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded.. Pathology test - on (B)(6) 2011: diagnosis: uterus and bilateral fallopian tubes, excision serosa: without histopathologic alteration, bilateral fallopian tubes: vascular congestion,. Pregnancy test - on (B)(6) 2010: pregnancy test also was negative. Ultrasound scan - on (B)(6) 2011: endometrium 7.3 mm, right and left essure, extending into the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, abdominal pain, pelvic pain, dyspareunia, menorrhagia and vaginal hemorrhage most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event added- dyspareunia (painful sexual intercourse). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of coil inside uterus/device breakage/broken piece of right coil inside uterus') and device expulsion ('migration/ migration of essure device: uterus/broken piece of coil inside uterus') in a 28-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, antiphospholipid syndrome, lupus syndrome, rheumatoid arthritis, transient ischemic attacks, heart murmur, deep vein thrombosis, asthma, urine incontinence, vaginal itching, lightheadedness, shortness of breath, mucous discharge, urinary tract infection, pyelonephritis, dysplasia, chlamydial infection, gallbladder removal, migraine, facial paralysis, dysarthria, tubal ligation, fuzzy head, cardiolipin antibody positive, dizziness, tooth infection, pain head, chest pain, difficulty in walking, removal of kidney stone, bilateral hydronephrosis, spontaneous abortion (B)(6) and vaginal delivery (2001, (B)(6) 2005). Concurrent conditions included headache, epigastric pain, numbness of upper extremities, paraesthesia upper limb, clumsiness, fever, back pain, blood in urine, hematuria, myalgia, arthralgia, localised itching, rash, mood swings, fatigue, dyspareunia, cold intolerance, tendency to bruise easily, seasonal allergy and nausea. Concomitant products included warfarin for antiphospholipid syndrome, transient ischemic attacks and deep vein thrombosis, salbutamol (albuterol hfa) for asthma, losartan for hypertension and heart murmur, lisinopril for hypertension and transient ischemic attacks, chloroquine for lupus erythematosus and rheumatoid arthritis as well as cefalexin monohydrate (keflex), enoxaparin sodium (lovenox hp), gabapentin (neurontin), lorazepam (ativan), macrogol 3350 (dulcolax balance), minerals nos; vitamins nos (prenatal vitamins) from (B)(6) 2006 to (B)(6) 2007, nsaids from (B)(6) 2007 to (B)(6) 2011, omeprazole, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2011, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram ER), venlafaxine hydrochloride (effexor) and warfarin sodium (coumadine). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psych injury / psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, depression, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded. Pathology test - on (B)(6) 2011: diagnosis: uterus and bilateral fallopian tubes, excision serosa: without histopathologic alteration, bilateral fallopian tubes: vascular congestion,. Pregnancy test - on (B)(6) 2010: pregnancy test also was negative. Ultrasound scan - on (B)(6) 2011: endometrium 7.3 mm, right and left essure, extending into the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, abdominal pain, pelvic pain, dyspareunia, menorrhagia and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of coil inside uterus'), device expulsion ('migration/ migration of essure device: uterus/broken piece of coil inside uterus') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, antiphospholipid syndrome, lupus syndrome, rheumatoid arthritis, transient ischemic attacks, heart murmur, deep vein thrombosis, asthma, urine incontinence, vaginal itching, lightheadedness, shortness of breath, mucous discharge, urinary tract infection, pyelonephritis, dysplasia, chlamydial infection, gallbladder removal, migraine, facial paralysis, dysarthria, tubal ligation, fuzzy, cardiolipin antibody positive, dizziness, tooth infection, shooting pain, chest pain, difficulty in walking, removal of kidney stone, nephrosis, spontaneous abortion ((B)(6) 2004) and vaginal delivery (2001, (B)(6) 2005). Concurrent conditions included headache, epigastric pain, numbness of upper extremities, paraesthesia upper limb, clumsiness, fever, back pain, blood in urine, hematuria, myalgia, arthralgia, localised itching, rash, mood swings, fatigue, dyspareunia, cold intolerance, tendency to bruise easily, seasonal allergy and nausea. Concomitant products included cefalexin monohydrate (keflex), enoxaparin sodium (lovenox hp), gabapentin (neurontin), lisinopril, lorazepam (ativan), macrogol 3350 (dulcolax balance), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2006 to (B)(6) 2007, nsaids from (B)(6) 2007 to (B)(6) 2011, omeprazole, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2011, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram ER), venlafaxine hydrochloride (effexor) and warfarin sodium (coumadine). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psych injury / psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded. Pathology test - on (B)(6) 2011: diagnosis: uterus and bilateral fallopian tubes, excision serosa: without histopathologic. Alteration, bilateral fallopian tubes: vascular congestion. Pregnancy test - on (B)(6) 2010: pregnancy test also was negative. Ultrasound scan - on (B)(6) 2011: endometrium 7.3 mm, right and left essure, extending into the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, abdominal pain, pelvic pain, dyspareunia, menorrhagia and vaginal hemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: new events abnormal bleeding (vaginal), depression and mental anguish, broken piece of coil inside uterus were added. Event verbatim was updated as migration/migration of essure device: uterus/broken piece of coil inside uterus. Lab data, medical history, lot number and concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken piece of coil inside uterus'), device expulsion ('migration/ migration of essure device: uterus/broken piece of coil inside uterus') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, antiphospholipid syndrome, lupus syndrome, rheumatoid arthritis, transient ischemic attacks, heart murmur, deep vein thrombosis, asthma, urine incontinence, vaginal itching, lightheadedness, shortness of breath, mucous discharge, urinary tract infection, pyelonephritis, dysplasia, chlamydial infection, gallbladder removal, migraine, facial paralysis, dysarthria, tubal ligation, fuzzy head, cardiolipin antibody positive, dizziness, tooth infection, pain head, chest pain, difficulty in walking, removal of kidney stone, bilateral hydronephrosis, spontaneous abortion ((B)(6) 2004) and vaginal delivery (2001, (B)(6) 2005). Concurrent conditions included headache, epigastric pain, numbness of upper extremities, paraesthesia upper limb, clumsiness, fever, back pain, blood in urine, hematuria, myalgia, arthralgia, localised itching, rash, mood swings, fatigue, dyspareunia, cold intolerance, tendency to bruise easily, seasonal allergy and nausea. Concomitant products included cefalexin monohydrate (keflex), enoxaparin sodium (lovenox hp), gabapentin (neurontin), lisinopril, lorazepam (ativan), macrogol 3350 (dulcolax balance), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2006 to (B)(6) 2007, nsaids from (B)(6) 2007 to (B)(6) 2011, omeprazole, omeprazole magnesium (prilosec), ondansetron (zofran melt), paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2011, paracetamol (tylenol), tramadol, tramadol hydrochloride (ultram ER), venlafaxine hydrochloride (effexor) and warfarin sodium (coumadine). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("physical pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced depression ("psych injury / psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 years after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, abdominal pain, menorrhagia and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic /abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: device was successfully occluded.. Pathology test - on (B)(6) 2011: diagnosis: uterus and bilateral fallopian tubes, excision serosa: without histopathologic alteration, bilateral fallopian tubes: vascular congestion,. Pregnancy test - on (B)(6) 2010: pregnancy test also was negative. Ultrasound scan - on (B)(6) 2011: endometrium 7.3 mm, right and left essure, extending into the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; depression, abdominal pain, pelvic pain, dyspareunia, menorrhagia and vaginal hemorrhage lot number: 623460 manufacturing date: 2007/02 expiration date: 2009/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.